Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-08570. It was reported that the burr was stuck on the wire. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A rotawire and 1.25mm rotalink plus were selected to treat the target lesion. During the procedure, it was noted that the burr was stuck with the rotawire. The burr and the rotawire were removed and replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.